Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusions: although a low speed advisory alarm was observed through the analysis of the submitted log file, a specific cause for the drop in speed could not be conclusively determined through this evaluation. The submitted log file showed normal pump behavior until (B)(6) 2019 at 02:17:56 am. At that time, the pump appeared to struggle to maintain the set speed, dropping below the low speed limit to as low as 6740 rpm. This low speed event had corresponding low speed advisory and low speed operation alarms and occurred while the patient was supported by the power module. No additional atypical alarms were noted and the pump speed remained above the low speed limit for the remainder of the log file. Pump parameters, including speed, are detailed in the introduction section of the hmii IFU. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, including the low speed operation alarm, how they are triggered, and how to respond to an alarm(s). No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was one low speed advisory on (B)(6) 2019 at 2:17am where the speed was noted at 6740 rpm. This happened while on the power module. The voltage on the patient cable appeared good and was not suspect of a faulty cable. It was unclear if this was the beginning of a short to shield issue and there was not enough information to diagnose at that time. The issue would be monitored for further events.